Event description:
It was reported that the patient's merlin.net transmission showed the right ventricular (rv) lead was over-sensing noise resulted in pacing inhibition. The noise was reproducible through pocket manipulation. It was also noted that the patient's right atrial (ra) lead had a known over-sensing noise issue which resulted in inappropriate mode switch episodes. Programming changes were made to resolve the noise issue on the rv lead, meanwhile there was no intervention performed for the ra lead noise. The patient had no adverse consequences.